Event description:
It was reported that this right ventricular lead exhibited low amplitude, high pacing thresholds, high out of range pacing impedance measurements, noise and oversensing. Technical services clarified that a lead fracture is most likely the root cause of the issue given the evidence and analysis of the system. Furthermore, inappropriate anti-tachycardia pacing (atp) was delivered by the device due to the noise and oversensing. Further evaluation of the patient and reprograming of the device were discussed. Ultimately, it was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.